Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin as intended. Customer¿s blood glucose level was 400 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.